Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us screen froze during patient use. Furthermore, the patient was transferred to another ventilator but there was no patient harm associated with the reported event

Manufacturer narrative:
Result of investigation: a visual inspection of the main electronics pcba p# 030.500.060 sn (B)(6) did not show signs of physical damage to it. After installing the pcba onto a known good top-level unit the system was powered on and no screen freeze was reproduced. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.